Event description:
Patient was assessed and appeared to be in pain. Anesthesia was consulted, and the patient's epidural was examined. The port-a-cath site was bloody, and when the dressing was removed, it was observed that the port-a-cath needle was broken off at the yellow wings. Site care was performed, but while trying to "de-access" the port, the nurse stuck herself with the needle.